Event description:
The customer reported that while running an hcv assay, summit sample handler, did not pipette diluent into well positions b3, c3, d3 and e3. Customer also reported that well position f3 did not have the correct amount of diluent. No error message was given. A field svc engineer was dispatched. No death or serious injury was associated with this event.